Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose level was 498 mg/dl to "high". Customer went to the emergency room and was treated with manual injections. Customer was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.